Manufacturer narrative:
Reported incorrectly should read 28/03/2017 and not 28/04/2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an alif procedure, the surgeon was trialling using various different trial sizes. When trialling the medium 16mm 5 degree trial , the threaded end of the inserter snapped inside the trial. Thus proving very difficult to remove the trial. The trial was eventually removed and the operation continued as planned.